Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery model#: 1650de / catalog#: 1650de / expiration date: 30-nov-2022 / serial#: (B)(4) UDI#: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 14-nov-2022 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient woke up from sleep feeling ¿stuttering¿ three separate times. The patient reported the pump ¿stuttering for several minutes like it was going to stop,¿ and was said to have gone unresolved with sitting and standing. Eventually the stuttering resolved but recurred two more times. Audio was captured and in the clinic the pump auscultation did not sound abnormal. After logfile review, the vad exhibited a low flow alarm, an appropriate critical battery alarm at nine percent (9%) and it was noted that when the patient called, the reported power at that time was 6.8 watts which were within normal range and is why no high watt alarm was triggered. Testing for possible thrombus or inflow obstruction was pending and the patients lactate dehydrogenase (ldh) was 1,400 and decreased to 900¿s. It was noted that the thrombus or inflow obstruction has not been confirmed due to decrease in the ldh and stabilization of power and therefore no diagnostic testing has been performed beside the ldh. No medical intervention has been performed. The patient reported not sleeping with the continuous positive airway pressure (CPAP) machine on the day of the event and clinicians think the stutter may have been related to the sleep apnea. The vad and the battery remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. B3 date of event was corrected from 28-sep-2022 to 20-sep-2022. B5 describe event or problem was updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient has not received a heart transplant yet. Patient was discharged from hospital and is doing well. The vad had normal sounds and the ldh has returned to normal.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Serial:(B)(6), h6:FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 product event summary: the ventricular assist device (vad) () and one (1) battery ((B)(6)) were not returned for evaluation. Review of the controller log files revealed several instances of power consumption above the normal operating range within the last 14 days of available data leading up to 28/sep/2022; review of the alarm log file revealed one (1) low flow alarm logged on 20/sep/2022. Additionally, review of the alarm log file revealed one (1) critical battery alarm on 21/sep/2022 at 04:54:22 involving (B)(6) due to the battery depleting below 10% relative state of charge (rsoc). An audio file provided by the site revealed an abnormal sound from the pump during use. As a result, the reported events were confirmed. Information provided by the site indicated that the patient woke up from sleep feeling ¿stuttering¿ three separate times. The patient reported the pump ¿stuttering for several minutes like it was going to stop,¿ and was said to have gone unresolved with sitting and standing. Eventually the stuttering resolved but recurred two more times. Testing for possible thrombus or inflow obstruction was pending and the patients lactate dehydrogenase (ldh) was 1,400 and decre ased to 900¿s. It was noted that the thrombus or inflow obstruction has not been confirmed due to decrease in the ldh and stabilization of power and therefore no diagnostic testing has been performed beside the ldh. No medical intervention has been performed. The patient reported not sleeping with the continuous positive airway pressure (CPAP) machine on the day of the event and clinicians think the stutter may have been related to the sleep apnea. It was further reported that the patient has not received a heart transplant yet. Patient was discharged from hospital and is doing well. The vad had normal sounds and the ldh has returned to normal. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, the reported "abnormal pump auscultation" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the reported critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10%. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional information has been requested regarding the details of the heart transplant, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was placed on the heart transplant list.